Manufacturer narrative:
Correction to section h4 device manufacture date: corrected from "01-jun-2020" to "23-aug-2023". Additional information for section b5 describe event or problem: a tosoh clinical support specialist completed the operator's refresher training on february 26, 2025. No further assistance required.

Event description:
While at a customer's site, a tosoh sales representative reviewed customer's logs and noticed the customer had failed their 2024 chemistry core 3rd event american proficiency testing (api) testing for intact parathyroid hormone (ipth) and cortisol (cort), and reported it to a tosoh clinical support specialist (css). It should be noted that api testing for ipth and cort performed by tosoh passed. The customer's recent cort quality control results were within the designated range for both level 1 and level 2, but ipth was out of range. The customer requested operator training with the css team due to staff turnover and new operator's lacking training. The training with css personnel is scheduled for the end of february 2025. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The ipth analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The cort analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack cort, the highest concentration of cortisol measurable without dilution is approximately 60 g/dl, and the lowest measurable concentration is 0.2 g/dl (assay sensitivity). The exact linearity of the st aia-pack cort depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 60 g/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 60 g/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was due to user error; operator lack adequate training due to staff turnover in lab.